Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20533. It was reported the patient experienced redness at the ipg site radiating to the lead incision site. It was also reported the patient experienced drainage at the ipg site. Consequently, the patient was hospitalized for a course of 48 hour intravenous antibiotics. Further follow up identified the scs system was explanted. Device explant date is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20533. Further follow up identified the scs system was explanted on (B)(6) 2015. The sjm was not present at the surgery. Additionally, the patient received intravenous antibiotics for 4 weeks following explant.